Manufacturer narrative:
An event regarding disassociation and metallosis involving an accolade stem was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. Conclusions: it was reported that patient was revised due to catastrophic wear of trunnion with metallosis. Neither the event could be conformed nor the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after a period of time following the implantation the patient began experiencing discomfort in the area of the device and on (B)(6) 2016 he presented to the emergency room where x-rays revealed a worn trunnion with disassociation of the head from the trunnion. He was allegedly scheduled for revision surgery on (B)(6) 2016 due to "catastrophic wear of trunnion with metallosis" and the surgeon was required to revise the femoral stem and implant prophylactic cabling of proximal femur.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after a period of time following the implantation the patient began experiencing discomfort in the area of the device and on (B)(6) 2016 he presented to the emergency room where x-rays revealed a worn trunnion with disassociation of the head from the trunnion. He was allegedly scheduled for revision surgery on (B)(6) 2016 due to "catastrophic wear of trunnion with metallosis" and the surgeon was required to revise the femoral stem and implant prophylactic cabling of proximal femur.